Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl which was treated with glucose. Customer stated that they worked first watched and did not give bolus with breakfast and two peaches. Customer had blood glucose of 50 mg/dl they took glucose orally and blood glucose went to 60 mg/dl. Customer was using insulin pump within 48 hours of low blood glucose incident. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.